Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed. The ipg exhibited normal device characteristics. (B)(4) device evaluation indicated that the damage to the lead is consistent with damages during explant procedure and is not considered a failure. A review of sterilization record for the ipg and lead did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had an infection at the midline and left flank incision sites. It was noted that the ipg was exposed and there was an actual break in the skin. Symptom of infection was drainage coming out of both incision sites. It was confirmed that the infection was related to the procedure. The patient was prescribed antibiotic and underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coverage 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had an infection at the midline and left flank incision sites. It was noted that the ipg was exposed and there was an actual break in the skin. Symptom of infection was drainage coming out of both incision sites. It was confirmed that the infection was related to the procedure. The patient was prescribed antibiotic and underwent an explant procedure.